Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces. The reported allegation was confirmed. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause not established was assigned to this investigation. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on this, a conclusion code of known inherent risk of device was also assigned to the investigation.

Event description:
It was reported that the fiber broke into half during the lithotripsy procedure and the resident suffered a burnt in the thumb. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke into half during the lithotripsy procedure and the resident suffered a burnt in the thumb. The procedure was completed with another device. There were no patient complications.